Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when in the analyzer screen on the programmer, the programmer displayed a lost communication with the analyzer message. The programmer displayed instruction to end the session and rerun, if the issue continues call a manufacturer representative. The analyzer was returned for service and repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer displayed lost communication with the analyser. It was also determined at analysis that the nine-volt battery measured 1.608 volts direct current (vdc). Identified issue was resolved. Analyzer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.